Event description:
1 day after a coronary artery drug eluting stenting procedure the patient experienced a stent thrombosis. The index procedure treated one target lesion. Target lesion 1 was a 3.5 mm vessel diameter, 75% stenosed region of the saphenous vein graft (svg) of the distal right coronary artery (rca). The physician directly stented this lesion with one taxus express2 8.8% 3.5x20 mm (lot 7050621) drug eluting stent. The drug eluting stent was post dilated after deployment. The patient was discharged from the hospital 1 day post index procedure receiving asa, and plavix. The site reported that the patient experienced an st 1 day post index procedure and was readmitted to the hospital 2 days later. The st was resolved upon discharge from the hospital 3 days after readmission. The reported action to remedy the condition was hospitalization.

Event description:
It was further reported that there was a discrepancy between the cath report and other source documents as to what vessel was stented in the index procedure. The index procedure actually stented the svg to the 2nd diagonal and not the svg of distal as previously reported. Th pt was enrolled into the arrive 2 program on the date of the index procedure. Target lesion 1 was located in the svg to the 2nd diagonal (svg to rca per cath report on date of index) with 75% stenosis and was 20mm long with a reference vessel diameter of 3.5 mm. Per source document, "it was believed that the pci performed on index was the graft to d2 and not the rca as listed in the catheterization report". Target lesion 1 was treated with direct stenting over the filterwire ez system in the svg to 2nd diagonal with placement of a 3.5 x 20mm taxus (des) stent, with o% residual stenosis. The pt was discharged one day post index on asa and plavix therapy. Two days post index procedure, the pt presented with chest pain occurring at rest and radiating to the left arm and jaw. The chest pain was relieved after "3 nitroglycerin." Per source document, the pt's chest pain started the evening of discharge. The pt was admitted for further evaluation and cardiac catheterization. The pt was ruled out for mi by serial cardiac enzymes. ECG showed " sinus bradycardia, and lvh with t wave inversion similar to prior ecgs." With angiography two days after admission revealed, a totally occluded svg to d2 with extensive thrombus ("collaterals and ima fill d2"). No intervention was performed. Per discharge summary, "it was felt that the supplied area of the occlusion is small and fed by collaterals from the internal mammary artery to the d2". The pt continued to have occassional "twinges" of chest pain post procedure without "new ECG changes." It was decided to increase the pt's isordil for antianginal effect. The pt remained stable and was discharged three days after admission with continued asa and plavix therapy. In the opinion of the physician there is an unk relationship between the event and the taxus stent.